Event description:
Device diagnostic testing at office visit resulted in high impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. X-rays were performed and sent to the manufacturer for review. No apparent lead discontinuity in the vns therapy system was identified on the x-rays; however, a kink on the lead was observed near the generator. Patient is scheduled for surgical consult. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance.